Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va16a1q, implanted: (B)(6) 2016, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient was not having good results on their left hand. They had tremors and it didn't feel right when the neurologist turned the device up at their appointment on (B)(6) 2017. The results have not been good since the device was revised in (B)(6) of 2016. It was said all the impedances were normal. They did a full programming session on all electrodes and 8 and 9 produced side effects when above 2 v. The patient had nausea, stiffness in their neck and they felt unwell. The patient turned the right lead off and felt much better for 12 hours. During the programming troubleshooting session, the patient felt better and the tremor was better with the right lead turned off. The patient was to see how they felt for the next few weeks and then call for a follow up appointment. No further complications were reported as a result of this event.